Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested further review of this cardiac resynchronization therapy defibrillator (crt-d) presenting electrogram (egm) due to concerns of delay of therapy. Upon review, the egm showed that the patient was in a ventricular arrhythmia that was in the ventricular fibrillation (vf) rate zone, the device was preparing to deliver a shock to convert the arrhythmia, however, the shock was diverted due to undersensing of fine vf. It was noted that the vf rhythm was redetected in the vt rate zone and anti-tachycardia pacing (atp) was delivered instead. Ts discussed programming optimization options with the hcp. At this time, the crt-d remains in service. No additional adverse patient effects were reported.